Manufacturer narrative:
Eval, results: eval of the returned unit did not confirm the reported issue of no power. The unit powers up when using new batteries. The unit was tested for power a total of three times at five minute intervals and it powers up each time without any intermittency observed. The unit passes all functional test. However, a flat contact is corroded due to battery leakage. Note: instructions for use state; batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply and there is no physical damage to the outside of the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.